Event description:
A caller reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the caller successfully started their sensor session without any further error codes.